Event description:
On (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag, intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient was diagnosed with peritonitis. On (B)(6) 2010, the patient was hospitalized for peritonitis and began treatment with reflin 1gm ip once daily, fortum 1gm ip once daily, and heparin 1000iu ip three times daily. The root cause of the peritonitis was unknown. At the time of reporting, the outcome of peritonitis was unknown and the patient continued to receive remedial treatment with reflin, fortum, and heparin. Dianeal therapy continued. The nurse believed that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.